Manufacturer narrative:
The total lot quantity affected is 47. Referencing ra22-03.

Event description:
Nonconforming product received; titanium plasma coating is not present on implants. The device was not used therefore there was no impact to the patient.

Manufacturer narrative:
Changed medical device problem code from 3190 to 1506.